Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The biomedical engineer reported the device was not in use on a patient. The biomedical engineer was able to duplicate the reported problem and will order a gas delivery system (gds) to address the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered gas delivery system (gds) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.